Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 03/31/2009, however the correct date is 04/08/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service checked sidecut retrace, tilt and overlap and adjusted the tilt down to 3. The system meets johnson & johnson specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 which resulted in sidecut tags in the left eye (os). The doctor was able to complete the side cut and a partial lift was performed with room to adequately treat in ablation zone. The patient was treated successfully. It was noted that there was loss of best corrected visual acuity (bcva). Bcva pre-op: 20/15; bcva po: 20/25.